Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown medication via an implanted pump. The hcp was calling from the ER (emergency room) to have the pump shut off. Per the hcp, the patient flatlined, but they were able to resuscitate the patient. The hcp wanted the pump turned off as they believed that it could be a potential overdose. Per the hcp, the patient had a dose adjustment yesterday (22-apr-2022) and they believed that they could be impacting the symptoms. The hcp was redirected to the national answering service for assistance in contacting a local representative. The hcp then ended the call without providing any additional information.